Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the clinic after receiving inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. Review of a remote transmission revealed the shock was delivered from an incorrect detection after the atrial events fell into the post ventricular atrial blanking. The recommended programming changes were made. No more instances of inappropriate therapies were detected. The patient will be monitored closely and was feeling well since the event.